Event description:
Revision surgery - the pt's shoulder was dislocating, and there was very little motion in the shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.2 years of patient use. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the dislocation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 59th complaint for this product: one for a fit issue, four revisions, one cracked device, 26 due to dislocation, one due to a wear issue, one due to pain, six due to infection, six due to trauma, five for instability, one for malposition, six due to dissociation, and one was indeterminate. This is the third complaint for this lot number. The root cause for the dislocation was not determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from soft tissue and patient activity. There is no indication of a product or process issue affecting implant safety or effectiveness.